Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and alarmed during the prime test due to faulty force sensor resistor. The insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received compromised force sensor system alarm during priming. The customer's blood glucose was 167 mg/dl at the time of incident. The customer's father stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's father stated that the drive support cap appeared normal. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.